Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue resulting in inability to pair with their mobile device. Remote monitoring noted transmissions were successful, however it is unknown whether intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received notes that a bluetooth reset was performed and pairing was successful.